Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was implanted four weeks ago, and device interrogation showed the left neurostimulator with 1% use and 304 activations and the right neurostimulator with 45% use and 36 activations. Two days later, it was reported that the patient's left neurostimulator was explanted due to an infection. The loss of therapeutic effect issue had not been resolved, however, it was suspected that the issue was caused by the patient's lack of knowledge with the patient programmer. Additional information has been requested, but was not available as of the date of this report. See MFR report # 3007566237-2012-00796.

Manufacturer narrative:
(B)(4).